Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 and a mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hemorrhoidectomy.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection and hematuria.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016. No additional information was provided.